Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued a code 1005, indicating that a shock had been delivered into an open condition on the associated right ventricular (rv) lead. It was noted that the shocks may have been inappropriate and due to atrial fibrillation. Boston scientific technical services (ts) verified other shock lead impedance measurements had been within normal limits during shock delivery although the alert indicates that impedance in reverse polarity was high and out of range. Ts recommended system replacement but suggested testing to determine if issue was with the lead, as suspected, or the device. Review of device memory noted two previous impedance spikes, although the values had remained within normal range. An analysis of device data could not determine if the issue was with lead or the device. Ts discussed other troubleshooting options and again recommended that the physician consider replacement of both the device and the lead. Defibrillation threshold (dft) testing was performed and another fc1005 was issued. No additional adverse patient effects were reported. This device remains in service.